Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician confirmed the ventilator went vent inop at power on, but could not duplicate the customer reported event. The service technician replaced the blower motor controller pcb board to correct the reported problem. Extended self testing and performance verification testing was completed on the ventilator and all tests passed per operating specifications.